Event description:
It was reported that post thrombectomy of the occluded basilar artery a subarachnoid hemorrhage occurred (sah). The physician administered 30mg of tissue plasminogen activator (t-pa) intravenously. The patient died five days post procedure due to the sah. No additional information is available.

Event description:
It was reported that post thrombectomy of the occluded basilar artery a subarachnoid hemorrhage occurred (sah). The physician administered 30mg of tissue plasminogen activator (t-pa) intravenously. The patient died five days post procedure due to the sah. No additional information is available.

Manufacturer narrative:
The subject device is not available for analysis; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and patient outcome of death are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Manufacturer narrative:
Subject device is not available.